Event description:
On (B)(6) 2014, the customer reported that this right atrial (ra) lead had high pacing threshold. This ra lead was explanted and a new lead was replaced. The ra lead was abandoned surgically. No adverse patient effects were reported. The lead was actively implanted for approximately 13 years, 2 months. Updated information received from the customer on (B)(6) 2014 that this right atrial (ra) lead had high pacing threshold. The ra lead was abandoned surgically. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore, it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. No adverse patient effects were reported. The event will be re-evaluated if additional information becomes available. Threshold elevation is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.